Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00877.

Event description:
It was reported that the patient underwent a revision procedure the same day as the primary procedure due to subluxation. The cup was removed due to poor fixation during hip reduction and the liner was removed. Screw fixation was needed. A second liner was utilized as the first liner was damaged upon removal. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034 biomet.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034 biomet.